Manufacturer narrative:
(B)(4). The customer reported error logs indicating a loss of communication between the breath delivery (bd) unit and the graphic user interface (gui). The customer reported they will have a third party service repair the ventilator.

Event description:
It was reported that during patient use, a ventilator had a device alert. The patient was transferred to another device. There was no patient harm reported.